Manufacturer narrative:
(B)(4). There has been no sample received to date, investigation ongoing. There were no reworks, rebox, process issue, failed task , and raw material issues noted on the device history record. Customer sample photographs indicate leakage and blood loss on line 13 on the pump side of the connector. Customer indicated that tie bands were not added until issue occurred. All measurements for the parts were within specification. User did not initially utilize tie bands as per the instruction for use. The specification for the pack was upreved from rev 5 to 6 to include tie bands on the connectors on line 13.. This complaint will be also included in the associates awareness training. (B)(4).

Event description:
The user facility perfusionist reported during cardiopulmonary bypass, near the end of the pump run on a heart transplant friday night, the 1/2x3/8 inch connector on the positive pressure side of the arterial pump boot started leaking profusely. I immediately tie banded it which secured it from any further leaking. This connection is bonded and thus was not tie banded. As a result, some blood loss was reported. The surgical procedure was completed successfully with-out delay.

Manufacturer narrative:
The complaint was confirmed per photographs and visual inspection of the returned sample. The part has been decontaminated yet still has blood present at the barbs. Blood at the barbs would indicate a leak at this connection. The user did not initially utilize tie bands as per the IFU leaving a loose connection where the leak occured. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information per clinical review: estimated blood loss was 100 cc's. There was no blood transfusion required as a result of the blood loss.

Manufacturer narrative:
During the evaluation leak was noted between the tubing and the 1/2" connector. The cable ties were confirmed to be tightly attached to the connector. The cable tie was then cut off of the sample and the tubing was attempted to be removed from the connector using hemostats. The tubing was not able to be removed as it would have been if cyclohexanone had not been properly applied to the connection. Review of the raw material showed no indication of non-conformances. The tubings were within specifications when inspected upon receipt. All measurements for the parts were within specification. Further testing did confirm the leak at the connection. It is unknown what caused the leak. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.